Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm found cracked o-ring on dock connection of console. To address the issue the stm replaced the o-ring and performed all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. Full event site name: (B)(6) medical center (B)(6).

Event description:
It was reported that during use on a patient a helium leak occurred on a cardiosave intra-aortic balloon pump (iabp). The patient was transferred to a different facility and consoles were swapped. The patient went to ICU and the staff in ICU noted the leak and changed the iabp. There was no harm or injury to patient and no adverse event was reported.